Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). H6) a2304 off-label use: ¿zta used for treatment of dissection¿, related to device failure/harm: yes. Summary of investigational findings: on (B)(6) 2024 a 75-year-old male patient was routinely treated for a subacute thoracic aortic dissection type b with placement of a zta-pt-42-38-225 covering the left subclavian artery followed by a zteg-2pt-42-32-205-pf distally ending in zone 5. The left subclavian artery was revascularized by a left subclavian to left common carotid bypass. On (B)(6) 2024, 4 days post-procedure, the patient experienced a new retrograde type a aortic dissection, treated the following day with open ascending aorta and arch reconstruction. The physician has stated that it was believed to be related to study device and the procedure. Furthermore, it is noted that the patient¿s pre-existing dissection could have contributed to this event. Review of the device history record gave no indication of the device being produced out of specification. Per the instructions for use sent with this device the safety and effectiveness of the zenith alpha thoracic endovascular graft and ancillary components have not been evaluated in patient populations with dissection. Since the safety and effectiveness of zta has not been tested in patients with dissections and it is not indicated for this use it cannot be ruled out that the procedure and placement of a zta in a dissecting anatomy could have contributed to the development of the retrograde type a aortic dissection. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
Description of event according to study: wce-1713: zenith alpha thoracic post market retrospective study. On (B)(6) 2024, 4 days post-procedure, the patient experienced a retrograde type a aortic dissection. On (B)(6) 2024, the patient was routinely treated for a subacute thoracic aortic dissection type b with placement of a zta-p-34-161 and a zta-p-42-225. Pre-procedure imaging data is not yet available, so it is not known where the primary tear was located. As noted on a separate complaint form, imaging during the procedure revealed thoracic false lumen flow from the primary tear, type 1b distal. The abdominal false lumen was patent, with collateral flow noted as retrograde from visceral vessels and iliacs. On (B)(6) 2024, 4 days post-procedure, the patient experienced a retrograde type a aortic dissection, treated the following day with open ascending aorta and arch reconstruction. The site noted this as related to the study device (proximal stent caused dissection) and procedure (retrograde type a dissection after procedure), not a device deficiency. Patient outcome: the aortic dissection is noted as resolved without sequelae. On data entry (B)(6) 2024 the patient appears to still be hospitalized.

Manufacturer narrative:
Manufacturers ref# (B)(4). G4) similar to device marketed under PMA/510(k): p140016. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.